Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump had a cracked reservoir tube and scratched display window.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 20 mg/dl. The customer had been experiencing low blood glucose levels for a week prior to the event. The insulin pump was not exposed to high magnetic fields. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.